Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated oversensing due to non-physiologic signals/ sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they were hearing an audible alert from their implantable cardioverter defibrillator (ICD). They were advised to follow up with their physician in order to determine what the alert was for and to turn off the alert. An interrogation revealed that the right ventricular (rv) lead had triggered a lead integrity alert (lia) with oversensing noise, high rate non-sustained episodes and high bipolar pacing impedance. Reprogramming was completed and the lead was extracted and replaced and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.